Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - australia. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00878. Review of the most recent repair record identified the following related repair: the cutter failed the test cut. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the cutter failed the test cut. There was no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.